Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but the device sounded like it was skipping and the neck, swivel, reciprocating arm, motor, shaft, poppet assembly, bearings, gears, carriers, and throttle lever were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was not taking grafts correctly and was skipping. No adverse events were reported as a result of this malfunction.